Event description:
Additional information received indicated that the device was successfully reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. Device reprogramming is anticipated. The patient was stable and will continued to be monitored.